Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced infusion set tubing was constantly bent or falling from the morning in the hospital on (B)(6) 2024, which resulted in elevated blood glucose (480 mg/dl), therefore patient had changed an intravenous (IV) set and received pump and manual injection. No further information was available.